Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the initial implant of an afx2 device on (B)(6) 2017 the patient expired. The implant of the afx2 device was successful and no issues were reported. After the placement of the device, the patient went into cardiac arrest, after 15 minutes of CPR, the physician was unable to return the patient's heart rate. Patient died on the operating table.